Event description:
Reporter indicated that vns pt was hospitalized due to an episode of status epilepticus. The pt reportedly stopped eating and stopped taking their antiepileptic medications post-implant and that pt was having difficulty swallowing. Treating neurologist indicated that the reported event was not releated to the vns, but to the patient's behavioral problems. No intervention was taken and none is planned.